Event description:
It was reported that pump experienced malfunction code 16 with fault ID 16-0x20e6, and malfunction code could not be reset. Customer¿s blood glucose impact was unknown because this information was not provided. Customer was to receive replacement pump, device was planned for return, and technical support arranged pump replacement through distributor.